Event description:
The product was used during a spinal surgery. While tapping a crescent peek intervertebral biomedical device into the disc space, the product broke into numerous pieces. The product was removed and a new one was placed. A company rep was present in surgery and took the remaining pieces.